Event description:
Facility paramedics were attempting to use the device in synchronous mode of operation for a pt diagnosed with a pulsatile ventricular tachycardia. Reportedly, the device defibrillator would not function. The observation or observations upon which this allegation was based was not reported. The pt was successfully cardioverted with a lifepak 500 automated external defibrillator that was at the scene. The pt was resuscitated.